Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose at the time of call was so high that the meter would not read it; the patient's blood glucose exceeded 600 mg/dl. Troubleshooting was initiated for the insulin pump. The device settings were correct. The tubing was not damaged. There were no leaks noted. The patient wsa able to successfully prime. The insulin pump was not returned for analysis.